Event description:
The customer reported the baths were overflowing in the coulter act diff 12 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from a bath overflow. The fse replaced the pneumatic valve manifold resolving the leak. (B)(4).